Event description:
Late stent thrombosis of taxus coronary stent. Stent placed 2005. Plavix stopped after one year. Large anterior mi in 2006 due to stent thrombosis, treated wtih tnk with reperfusion, but ef 17%.